Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a carotid stenting interventional procedure. Reportedly, when the rail suture was being pulled to advance the knot, there was no knot on the suture. A fisherman's knot was tied with the proglide suture to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because all related components were not returned with the device, the scope of this investigation was very limited and the reported no knot on the suture could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Nine unused representative samples with the same lot number (20201j1) as the complaint device and 19 separate unused representative samples with lot number (20126j1) were returned for evaluation. Functional testing was performed on all of the returned devices and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. A review of the lot history records revealed no non-conformances that would have contributed to the reported event.